Event description:
It was reported that on (B)(6) 2024, the patient underwent an endovascular procedure using a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat common carotid artery aneurysms. During the procedure, the device could be not advanced to the distal end of the internal carotid artery via the v18 guidewire. The v18 guidewire was replaced with a super-core guidewire. Resistance was felt during advancement. Then the viabahn device was able to advance to the distal end of the right carotid artery. The catheter appeared to be bend before deployment. The endoprosthesis could not be deployed after multiple attempts with pulling the deployment line. Therefore, the device was removed. It was found the catheter was bent. Another device was implanted. The patient was in good condition.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
C19: a review of the manufacturing records indicated the device met pre-release specifications. The primary reported device failure mode, related to difficulty advancing the device, could not be independently confirmed. The reported information indicates the viabahn device was advanced over a v18 guidewire. The device instructions for use require .035-inch guidewire, but use of a smaller diameter guidewire than required could not, alone, be confirmed to have caused the reported advancement difficulty. The subsequent reported failure mode, the inability to deploy the device is consistent with observations made during engineering evaluation of the returned device. The device was returned with the endoprosthesis compressed distally, two bent stent struts, a kink in the distal shaft near the transition, initiated deployment of the outer zipper only, and no expansion of the endoprosthesis. These observations are consistent with device interactions during the reported difficult advancement, attempted deployment, and subsequent device withdrawal. However, the deployment line itself was not confirmed to be stuck as deployment with traction along the endoprosthesis was able to continue during evaluation. The cause for the inability to deploy the device as reported during the procedure could not be established with the available information. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited zipper integrity, delivery system support or stiffness, or presence of dried fluid in/on the device. The investigation could not confirm the cause of the reported hazardous situation nor the device failure mode in relation to the reported inability to deploy the device. The reported bent catheter was confirmed through evaluation of the returned device as a kink in the distal shaft at the transition was observed. The cause for the distal shaft kink could not be established, but the occurrence is consistent with potential device manipulations during the procedure in response to the reported advancement difficulty. The investigation could not confirm the cause of the reported hazardous situation nor the device failure mode in relation to the reported inability to deploy the device.